Event description:
Curlin pump moog 6000, serial # (B)(4), expiration date: 04/11/2018 to infuse vimizim. Rn reported the pump stated the bag was complete, but there was still half of the bag of solution in it. I believe the pump had a problem with the rotator inside. Pt was able to complete the vimizim infusion, no reported side effects from the pump malfunction. Pt aware not to throw the pump away. New curlin moog curling pump being sent to the pt on 05/04/2018 and arrangements were made to pick up the current pump on 05/07/2018. Dose or amount: 60 mg, frequency: every week, route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.210 morquio a mucopolysacchar I.